Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the generator was completed on (B)(4) 2013. The generator was confirmed to be at end of service as a result of normal battery depletion. The module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Event description:
It was reported that the patient had been referred for surgery due to high impedance and eos = yes. It was reported that the patient has not felt device stimulation in several months. The patient was sent for x-rays; however, the results are unknown and it is unlikely that the x-rays will be sent to manufacturer for review. The physician did not program the device off after obtaining the high impedance reading. No patient manipulation or trauma occurred that could have caused or contributed to the high impedance reading. It was reported that the patient underwent generator and lead replacement on (B)(6) 2013. During the surgery a new generator was connected to the existing lead. Diagnostics were performed twice both of which showed high impedance (dc dc code 7 and limit). The lead was then replaced with a new lead. System diagnostics were within normal limits. The implant card confirmed that both generator and lead were replaced on (B)(6) 2013 due to neos = yes and lead discontinuity. Attempts to have the product returned to device manufacturer for analysis are underway; however, have not been received to date.

Event description:
The generator was returned to device manufacturer for analysis on (B)(4) 2013. Analysis is underway, but has not been completed to date.